Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that bedside rn on m6 medical unit observed very fast flow rate in drip chamber on increasing. Md order was for vancomycin at 250 ml/hr, bag was 250 ml. Primary rn replaced set. Rn educator evaluated secondary set up with primary rn and was able to repeat event. Rn educator tested same set up with sets from 5 other lot numbers and was not able to reproduce the event on or off the infusion pump. There was no patient harm reported and no medical intervention was required. Customer stated that the user did not provide any additional patient/event information.